Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation of "image blackout" was confirmed. It was found that the screen blackout during start-up was due to crack on the plug unit. After replacing the plug unit, the image restored to normal. The water tightness was lost due to crack on the plug unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope exhibited image blackout. The event occurred during preparation for use. The intended tracheoscopy was completed using a similar device without any delay in procedure. There was no report of patient or user harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to the scope connector leaking while the user was handling the device, and water invading the device which led to abnormality of electronic parts. The event can be detected/prevented by handling the device in accordance with the following instructions for use: "- inspection of the endoscopic image" "- perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.